Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl at 455 mg/dl. The customer was treated with manual injection. Customer states that reservoir was not able to lock in place. Customer rewind second time and reservoir was able to lock in insulin pump. The customer declined troubleshooting for high blood glucose. Customer's wife said the customer experienced pain when the infusion set was inserted he experienced more pain than normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.